Manufacturer narrative:
(B)(4). Batch # m52f24. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the safety performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m52f24. Additional information: was the device being used for a hemorrhoid procedure? --- no information. If yes, what degree of hemorrhoids did the patient have? --- na. If no, what type of procedure was the device being used for? --- no information. Was the device difficult to close? --- no information. Where within the gap setting scale was the orange indicator prior to firing? --- no, the orange indicator did not move. Please clarify what is meant by, the orange indicator did not move when the device was fired. Once set and the safety removed, the orange indicator for the gap setting scale should not move during firing. --- the orange indicator did not move when the device was closed by turning the adjusting knob. What confirmation was received that the device was fully fired? --- no information, but the firing force was higher than expected and then, the firing handle was grasped forcibly. Were there any staples missing from the staple line? --- no information, but some deployed staples on the scar were overly bent. Did the device cut? --- no information if the device cut was the cut line fully circumferential around the target tissue? --- no information. If the device fully cut, were all tissue layers present in both donuts when inspected? --- no information. Was there and difficulty in resetting the safety prior to removal? --- no information. What was the users experience with the device? --- no information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device being used for a hemorrhoid procedure? If yes, what degree of hemorrhoids did the patient have? If no, what type of procedure was the device being used for? Was the device difficult to close? Where within the gap setting scale was the orange indicator prior to firing? Please clarify what is meant by, ¿the orange indicator did not move when the device was fired.¿ once set and the safety removed, the orange indicator for the gap setting scale should not move during firing. What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? Was there and difficulty in resetting the safety prior to removal? What was the users experience with the device?

Event description:
It was reported that during an unknown procedure, the orange indicator did not move when the device was fired. Before the firing, the safety had a difficulty in being moved and it was released forcibly. Some deployed staples on the scar of the patient were overly bent. Additional suture was performed to complete the case. There were no adverse consequences to the patient.